Manufacturer narrative:
Result: a sample was not returned for evaluation. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 4268305. A quality notification review indicates no quality notifications generated for lot 4268305. Conclusions: as there was no actual returned sample for evaluation, an absolute root cause for this incident cannot be determined. A potential root cause may be reuse.

Event description:
It was reported that shortly after four separate injections with a bd ultra fine insulin pen needle, the customer developed a rash on her legs and sides. She went to the hospital and had an x-ray to confirm the pen needles had broken off in the injection site. The customer had four needles surgically removed. The customer was given pain medication only. The customer states she injects into her outer thigh but also believes another needle has broken off and has moved into her knee. At the time of report, there was no additional intervention or follow up scheduled for this incident.